Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Based on the analysis, the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 261 mg/dl. Customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of "low"; specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.